Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-00928. Related manufacturer reference number: 1627487-2020-00929. Related manufacturer reference number: 1627487-2020-00930. Related manufacturer reference number: 1627487-2020-00932. Related manufacturer reference number: 1627487-2020-00934. Related manufacturer reference number: 1627487-2020-00935. It was reported that the patient had an infection at the ipg and cranial sites. As a result, the physician administered antibiotics prior to the procedure and revised the incision sites. No product was explanted.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician believes that the patient's infection has cleared.